Manufacturer narrative:
No unexpected critical pump error alarm noted during testing. The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump passed the self-test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. The insulin pump received with cracked keypad overlay at select button, cracked case at battery tube side, scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had alarmed critical pump error. Customer's blood glucose was unknown. Troubleshooting is unknown. The device is returning for analysis.